Event description:
It was reported by an attorney that the patient underwent repair of incisional hernia on (B)(6) 2009 with mesh implanted. It was reported that the patient underwent repair of incisional hernia on (B)(6) 2011 with mesh implanted. It was reported that the patient underwent removal of previous mesh on (B)(6) 2013. It was reported that the patient experienced abdominal pain, adhesions, some fluid around a previously placed mesh, abscess, purulent fluid with foul smell, infection, and inferior fistula. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/23/2024. H6: appropriate term / code not available (e2402) utilized to capture purulent fluid with foul smell. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 7/12/2011. (B)(4) submitted for adverse event which occurred on 08/01/2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 1/20/2025 corrected information: h4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.